Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose after a bent teflon 6 mm, 23 in infusion cannula and changed their infusion set, with the ilet indicating ¿high¿ and remaining out of range for approximately six hours before improvement was observed following the set replacement and monitoring guidance. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance or medical intervention. Investigation included complaint handling review and troubleshooting with user education on infusion set replacement and monitoring. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with the suspected device-related issue involving an infusion set cannula bend leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.